Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - when connecting the rv lead, it was noted that the correct programming had not taken effect and the heart was not paced. As a result, this pacer-dependent pt experienced asystole and had to be paced externally. This event occurred three times, always with the same result. A new pacemaker of the same model was implanted and the issue was resolved.